Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, pelvic pain, severe dysmenorrhea and a sling was implanted. Concomitantly the patient underwent a laparoscopic assisted vaginal hysterectomy. It was reported that after implantation patient experienced pain, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced incontinence, recurrent urinary tract infections and urinary retention.

Event description:
Details: it was reported that following insertion, the patient experienced incontinence, recurrent urinary tract infections and urinary retention.